Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5071-35 lead, implanted (B)(6) 2007; dtba1d1 ICD. Implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient presented at the emergency room due to toning from their device. The right ventricular (rv) lead high voltage impedance value had been trending higher and now crossed the programmed limit. The limit was reprogrammed to a higher value and will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.